Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure the laser beam was observed to be emitting from the side of the fiber tip and from the end of the fiber tip with having 14,603 joules used and 2:20 minutes of time expended. The fiber was exchanged and the second fiber was utilized to complete the procedure with having used 121,032 joules and 15:86 minutes having been expended. Patient outcome reported to be "good". No injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure the laser beam was observed to be emitting from the side of the fiber tip and from the end of the fiber tip with having 14,603 joules used and 2:20 minutes of time expended. The tip of the fiber was not cleaned during the procedure. The fiber was exchanged and the second fiber was utilized to complete the procedure with having used 121,032 joules and 15:86 minutes having been expended. Patient outcome reported to be "good". No injury reported.